Manufacturer narrative:
Serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the incorrect boot sequence of connected devices caused a false equipment failure. Further review also showed that the battery backup for the helmer refrigerator required replacement due to expiration and degraded charging capacity. The field service engineer (fse) powered down all connected devices and rebooted them in the proper sequence as outlined in the knowledge article. The system functioned as intended after the reboot sequence and verification steps. No parts were replaced at that time, and a new product order was placed for the required battery backup replacement. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the device hardware and refrigerator failed. Unable to reset the device. The customer was advised to reboot the device. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.